Event description:
It was reported that a motor service is needed. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have a bubbled downstream occlusion (dso) seal, and a damaged battery compartment. There was no evidence in the event history log. An accuracy test was performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. G4, b3, d4: UDI unknown.